Event description:
A pt reported that 8 hours after injection in the chin with unk type of juvederm (the pt stated that the type of juvederm injected had "the numbing stuff" in it), "chin and whole body is burning, my throat is closing up" ...like a "panic attack", "anxiety" and "being in a daze." It is unk if any treatment was prescribed. The pt reported that the spouse had already "called the ambulance" and that "it's on the way." The pt has a history of "severe" allergic reactions, and has been hospitalized in the past for those reactions. The pt declined to provide contact info for self or the injecting physician. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2011.